Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's stimulation was intermittent and was not "obeying" the settings after electrocautery was used. Additional info was requested.